Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss of therapy. The patient reported that they needed help with implant bladder controller and was not sure if it was working. The patient noted that they were having lots of accidents getting from the bedroom to the toilet. The patient noted that before they were going 35-40 times a day and at the time of report were going at least 14 times a day but it was way better. The patient noted that they had noticed a change in the last month. The patient was not feeling stimulation and the therapy was confirmed on. The patient was on program 1 at 1.9 v. The patient noted that they went through a metal detector and did not turn the stimulator off, the patient did not provide a date for when the event occurred. The patient increased the stimulation to 2.5 v on program 1 and was feeling it in the correct area. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.